Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during delivery system withdrawal, a piece of the guidewire was left between the right ventricle and the superior vena cava (svc). The segment was removed with a snare. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was received in two pieces: the distal portion measuring approximately 33cm and the proximal portion measuring approximately 149cm. The wire was badly damaged, kinked, stretched, and the core wire was broken in two locations, 32cm & 33cm from the distal tip of the wire. No parts of the wire are missing. The full length is accounted for. The distal tip is intact. The distal bond intact coils are stretched. The distal end of the break shows an acute kink and necking indicating pull (tensile) force. The proximal end of the break also indicates an acute kink. The two pieces clearly show the wire was kinked and possibly torqued or pulled to break point. There is a second kink and stretched coils 1cm from the initial break in the core wire. When the coils were pulled back to expose the core wire, it was revealed the core wire is broke at this second location also at an acute kink. The damage seen in the returned wire does not indicate a manufacturing- related defect but handling beyond design expectation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.